Event description:
Customer reported taking 2 tablets of flu medication at 6 am. Device = 532 mg/dl at 9:30 am. Customer took medication for diabetes. Device = 564 mg/dl at 11:30 am. Customer called the doctor. Customer went to the emergency room (ER). Hospital = 386 mg/dl. Hospital took x-rays and a blood test = 289 mg/dl. No treatment was received and customer was released. No controls were used. A request was made for return product and replacement product was sent.